Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that when the rigid video scope was turned on, the light comes on but there is no image. The issue occurred during inspection before an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: it is probable that the image breakdown was due to a defective cable. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that when the rigid video scope was turned on, the light comes on but there is no image. The issue occurred during inspection before an unspecified procedure. There were no reports of patient harm.